Event description:
The customer reported that, during preparation for use, the thread on the light post of the device was found to be stripped. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the light guide post was found to be broken off. This report is being submitted for the malfunction found during evaluation (broken component). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, the light guide post was found to be broken off which confirmed the reported issue. In addition, there was distal fiber breakage and particles were visible in the optical system. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the light guide post was broken due to excessive use. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.